Event description:
It was reported that an angio-seal was selected for use. Post deployment, the pt was sent to surgery and the angio-seal was removed. Add'l details about the event are unk. No add'l info is available. The implant date, explant date and date of event are month specific; the exact dates are unk.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.